Manufacturer narrative:
A clinical investigation was performed. Per the fmc the fms associate medical director, peritonitis is a known complication of peritoneal dialysis, caused by a break in the sterile field and/or aseptic technique. The cycler functioned as designed, and there are no reports of cycler malfunction. The device was not replaced by the manufacturer for reported event, but no evaluation was performed therefore the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The peritoneal dialysis (pd) patient's husband reported mid fill alarm during pd treatment on the newton cycler. During a follow-up call the patient state that they were hospitalized due to peritonitis. The patient had been doing hemodialysis due to a fall bladder surgery. After returning to pd treatment, the patient developed peritonitis.